Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra was reverting to the set up mode. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 5pm. The patient's testing frequency and diabetes management are not known and it is also not specified what action, if any, the patient took in response to the reported meter issue. At an unspecified time after the alleged issue occurred, the patient reportedly developed symptoms of sweating, shaking, hunger pains, and felt hot. It is not known if the patient received any medical intervention after the alleged issue occurred and it is also not known when the patient's symptoms improved. At the time of troubleshooting, the csr noted that the alleged issue occurred after the subject meter's battery was replaced. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly may have developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.